Event description:
It was reported that, during implant of the the right ventricular (rv) lead, there was placement difficulty. One day post implant, the sensing amplitude decreased. The lead was revised and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.